Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp0748 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was inserted using sherlock 3cg on (B)(6) 2018. It was stated the placement was unremarkable, trimmed 40 cm prior to insertion with some resistance on insertion around axilla area. At time of insertion the "lollipop" could be seen up until it was at top of the svc, the ECG reading available external but could not be seen intravascular. The stylet removed easily, although it was reported visually it looked bent on the copper part of the tip . Chest x ray report (routine for child under 16) highlighted what could be a 4 cm piece of guide wire in or around the right atrium. The child had a further x ray (B)(6) 2018 and the radiologist has suggested an echocardiogram. Awaiting results and for removal.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed stylet is confirmed and appears to be related to the use of the device. One 3 fr powerpicc sv catheter and a 5 cm distal segment of a 3cg stylet were returned for investigation. Use residue was observed. Two kinks in the polyimide tubing were observed. The first kink was located 21 mm from the distal end, the second kink was located 37 mm from the distal end, and the over segment was measured to be 50 mm. The kinks occurred in-between the magnets in the tubing. Microscopic observation of the break location revealed necking in the polyimide tubing which indicates that it experienced tensile forces. The IFU states ¿caution: never use force to remove the stylet. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape.¿ the shape of the tubing near the break site was oval and uneven. This was likely caused by kinking of the stylet. Since the characteristics of the damage are consistent with damage caused during use of the device, the complaint is confirmed to be use related. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recp0748 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was inserted using sherlock 3cg on (B)(6) 2018. It was stated the placement was unremarkable, trimmed 40cm prior to insertion with some resistance on insertion around axilla area. At time of insertion the "lollipop" could be seen up until it was at top of the svc, the ECG reading available external but could not be seen intravascular. The stylet removed easily, although it was reported visually it looked bent on the copper part of the tip . Chest x ray report (routine for child under 16) highlighted what could be a 4cm piece of guide wire in or around the right atrium. The child had a further x ray (B)(6) 2018 and the radiologist has suggested an echocardiogram. Awaiting results and for removal.